Event description:
The customer reported, the system is displaying a disk error message. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray tube and performed a filament calibration. System operates as intended. (B) (4).